Manufacturer narrative:
The t:slim pump user guide states: if you start to set a temp rate alert, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. You are prompted to continue setting up your temp rate, or tap back if you do not want to continue setting up your temp rate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received a valid incomplete temp rate (temporary basal rate) alert. Reportedly, the customer had entered the temp rate screen without exiting. The customer's blood glucose level was 351 mg/dl. The customer delivered a correction bolus after changing their infusion set. Tandem technical support educated the customer regarding the alert and the customer acknowledged.